Manufacturer narrative:
The evaluation results of apparent trend for suspect catheter lots has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2.) The product profile was bimodal, but both arms of the modality were within product specification. 3.) Material identification and function were consistent with 510k and co specifications. 4.) Sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of the apparent trend was reviewed by a food and drug administrator (FDA) investigator during an atlanta district office audit of the MFR, which was conducted from 8/24/1998 through 9/15/1998. No conclusion can be drawn as to the cause of this event. The MFR.'s investigation of this incident is inconclusive. No further details are available. The MFR. Is now closing the file on this event. Submitted to the FDA 1/25/1999.